Event description:
Customer reported that forty (40) erroneous sodium and chloride pt results were generated by the unicel dxc 600 synchron system on an unspecified date approx 2 weeks prior to the date of this report. Routine daily calibration and quality controls were within spec prior to the event. The erroneous results were reported out of the laboratory. Normal operation resumed after the system was recalibrated and quality controls were run. The erroneous samples were retested and amended results were issued. The customer indicated that there is a build-up of an unspecified yellow material in the chloride port. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse found the chloride electrode to be pitted and replaced it. Both sodium electrodes were removed. The foreign matter was cleaned from the tips and the ports. The engineer noted the reference line was hazy and flushed it with bleach, water and reference solution. The system was calibrated. A pt correlation study was done with the laboratory's back-up system and the results were good. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4), 2010 for add'l reportable events. This is one of 40 individual medwatch reports being submitted as the customer reported 40 separate pt event occuring two weeks prior to the alert date.